Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station reimage was requested. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer requested to reimage the station. A field service engineer (fse) confirmed the medstation did not need reimaging, reseated the hard drive connection, and verified the station booted properly. Customer reported printer issues; verified printer was not printing, logged into hardware test application, checked printer status, and confirmed it passed correctly. The system functioned as intended after the field service engineer repaired the device.